Manufacturer narrative:
(B)(4).

Event description:
Procedure: reversal of ileostomy. According to the reporter: the surgeon went to fire all three cartridges on the ta,ta 90 blue gun - p4h0819kx,((B)(4)) ta 90 green gun -ta 90 green reload ((B)(4))- handle locked, cut and once released staples had not deployed. He then used the dolphin tip - s4mb002x ((B)(4))-, it sealed and cut but the blade would not retract back into the instrument. Has used both instruments since with no issues. Patient is ok, anastomoses made as planned. Opened another handle. All 4 samples being returned. Person injured or jeopardized:no 2. Extension of the surgery time by more than 30 minor re-operation necessary: no 3. Blood loss of more than 500cc : no 4. Extension of the incision by more than 1 inch: no 5. Change from endoscopic to open surgery: yes no 6. Unanticipated tissue loss or irreversible damage: no 7. Any portion of the device or tack fall into the patient cavity: no.

Manufacturer narrative:
(B)(4).